Manufacturer narrative:
Additional information: event also treated with thrombectomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an admiral xtreme balloon catheter was used to treat the left anastomosis. Approximately 20 months post procedure, patient suffered avf shunt stenosis which was treated with medication and revascularization. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel. Cec adjudicated event is related to device and revascularization as a clinically driven target lesion revasc. It was reported that there was thrombus in circuit.